Manufacturer narrative:
Report confirmed. Evaluation determined that the tools were fractured at the proximal start of the spiral fluting. The web thickness of the tool flutes were measured, and were found to be within specification. The fracture locations are consistent with maximum stress during plane bending. It is suspected that the tools failed due to fatigue. Lighter pressure during cutting may mitigate this type of event. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type.

Event description:
It was initially reported that a tool was returned from the facility (B)(6) with no information. No patient impact was reported. On receipt, it was determined there were three broken tools. On follow-up it was confirmed there was no patient impact.